Event description:
Customer reportedly obtained a result of 250 mg/dl on the device while a lab drawn at the same time returned as 81mg/dl. No action was taken based on device result and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.